Manufacturer narrative:
A visual inspection analysis was performed on the returned device. Material separation was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported material separation could not be determine. It was reported that the stent delivery system was advanced however the proximal shaft separated. Factors that may contribute to material separation include, but are not limited to, kinks or bends, inadvertently mishandling, user technique, interaction with difficult anatomy, interaction with accessories devices. In this case analysis confirmed the reported material separation. It is possible that mishandling of the device contributed to the material separation. In addition, analysis noted the inner and outer member were separated on the distal shaft and the guidewire exit notch was torn and stretched. It is possible that interaction with accessory devices may have contributed to the noted damages. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported the procedure was to treat a lesion in the left anterior descending artery. The 3.50x48mm rx xience xpedition stent delivery system (sds) was advanced however the proximal shaft separated outside the anatomy. The distal portion of the sds was removed and the procedure completed using another xpedition stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.